Manufacturer narrative:
Diagnostic/functional testing was performed by the philips bench repair technician (brt). Results of the evaluation confirmed the speaker had no sound. The speaker was replaced by the philips brt to resolve the issue. No further investigation or action is warranted at this time. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
This report is based on information provided by our philips bench repair technician (brt) evaluation on the mx40 1.4 ghz smart hopping indicating there was no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.